Event description:
It was stated by the source that the propaten grafts implanted in this pt had 'graft wetting'. Drains were placed and the grafts were explanted. As the arteries were bad and fragile they have left the small portions of propaten both proximally and distally for anastomoses.

Manufacturer narrative:
Lot no. 374598pp016 was the other device implanted in this pt (MFR report no. 2017233-2012-00568).